Event description:
Nair was attempting to transfer resident out of the wheelchair into bed. She had hooked the slings. When resident was in the high position however was over the floor, one end of the sling slipped off-(l) leg dropped. Resident sustained a lg avalsion to (l) calf.